Event description:
Customer reported that a pt sample containing anti-e did not react with vra121. Customer sent sample to reference lab and an anti-e was identified. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.